Event description:
It was reported that patient fell and hit their head. The patient was then taken to the hospital, where it was noted that the lead exhibited high threshold and pacing failure. The patient's heart rate was at 30 bpm. The patient would be observed.

Manufacturer narrative:
Na